Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 488mg/dl. Customer was assisted with troubleshooting for high reading. The customer treated with insulin pump bolus. Customer's blood glucose value was 488mg/dl at the time of the call. The customer stated that there were air bubbles in the reservoir. Customer was eventually assisted with air bubbles in reservoir troubleshooting and air bubbles were removed. The product will not be returned for analysis.